Event description:
The advocate stated the customer tested his blood glucose and received a reading of 101 mg/dl using one of his contour meters. He retested using another contour and received a reading of 321 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.